Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an out of regulation (oor) error code. The oor was seen on the patient programmer. A change of therapy was reported. The patient noticed a change in how their programs were running. They reported that they were on program c but felt a shocking/jolting sensation so they changed to programs b and a but with all programs, they still experienced the shocking/jolting sensation. It was reported that the patient stopped feeling stimulation completely and noticed the only way they could feel stimulation was if they applied pressure to the actual implant. The patient reported that if they took the pressure off the implant, they would stop feeling stimulation. This was reported to be intermittent stimulation when applying pressure on the implant. No trauma or falls were related to the issue. When the patient checked their device with their patient programmer, it showed that the stimulation was on. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported feeling intermittent stimulation but when the stimulation was on, the patient felt the stimulation moving around. It was reported that they felt stimulation in their pelvic area, then it would move to their butt. The patient reported that they could only feel stimulation with certain positional movements such as leaning their back more. It was reported that after their implant surgery, they experienced a lot of pain in their stomach. The patient met with the manufacturer representative the following day after the surgery to program but had difficulties getting the stimulation to the patient's right foot. No trauma or falls were reported to be related to the issue. It was later reported that coverage had not been great since the implant but it had addressed some of their issues. At the time of implant, combinations with electrode 11 were greater than 10,000 ohms the impedances showed all combos with #11 were greater than 40,000 ohms as well as all combinations with #14. An impedance test performed at 3.0 volts resulted in high impedances. There was a report that the out of range electrodes were being used in programming and causing therapy problems. The manufacturer representative (rep) reported that in the lead, they were limited to using the 5 most right contacts because the stimulation would go into the left leg if they use any of the other contacts. Pain was reported to be still present in the right leg. There was a report that the patient was scheduled for a replacement. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.